Manufacturer narrative:
The field experience of no communication was not confirmed in the laboratory. The device interrogated normally and was found in backup vvi (bvvi) mode. A por reset occurred during the delivery of a shock. Analysis found damage to the high voltage output circuitry. Evaluation of the arc mark observed on the can indicated the presence of lead material. It is believed that during a high voltage therapy delivery, the lead arced to the ICD can and shorted the high voltage circuitry within the ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the hospital after receiving three shocks and an alert from the patient notifier. It was not possible to interrogate the device. The patient felt heat under the skin when he received the third shock. The device was explanted.